Event description:
It was reported that during a laparoscopic procedure, the scrub nurse loaded the cartridge, heard a click, but noticed it had moved, consultant loaded the second cartridge, it clicked then the same happened. Patient was fine but the case was converted to open. Device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: as far as the theatre sister was aware the staple did cut and staple correctly. She didn't specifically state why there was the extended incision but during the conversation she did advise that it was a large specimen.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: "patient was fine but the case was converted to open" what was the reason for the surgeon to convert to an open procedure? Extension of an incision. Was the conversion related to the loading issues? No. Was the only reason for the surgeon that he feels more comfortable with an open procedure? Would have extended incision anyway. On what tissue type was the device used? At what location on the tissue? Subtotal colectomy. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Unknown. Please provide the patient's sex, age and weight. Unknown. What is the current status of the patient? Patient well post op, surgeon happy with outcome. Possibly cartridge was not loaded correctly? Although scrub nurse is certain the cartridge was clicked down within the cartridge notch. "The device was used on the patient yes, and after initially identifying that the cartridge wasn't seated properly, reloaded and fired fine. The consultant is a frequent user of this device, as well as the scrub nurse, and rep did spend time showing how to correctly load the device and let the scrub nurse feel comfortable loading it as well."